Manufacturer narrative:
In the case description, the user mentioned receiving a 5 u bolus unprogrammed. Inspection of the android log files found evidence of interaction with the controller to program and deliver the reported bolus. The logs show that the bolus button was pressed to open the bolus calculator. The use cgm button was pressed to load a cgm value of 249 mg/dl into the bolus calculator which resulted in a bolus suggestion of 0 u due to an iob of 1.85 u being present. Logs show the total bolus being adjusted though no carbs were entered, indicating a manual adjustment of the total bolus. The next button was pressed to to transition to the confirm bolus screen and then the start button was pressed to begin bolus delivery. The bolus record showed that the amount confirmed was a 5 u bolus that was manually adjusted to 5 u. The bolus record also showed that a correction bolus was correctly calculated based on the user's settings, but the amounts were reduced by the iob as expected during bolus programming. Inspection of the logs found no abnormalities that would indicate an uncommanded bolus. Evidence of interaction to program all boluses was observed in the logs. No evidence of an uncommanded bolus was observed.

Event description:
It was reported that the device independently delivered a bolus dose of insulin. According to the report, the customer was at school and his private nurse noted the bolus information displayed upon checking the controller. Reportedly, the uncommanded bolus was canceled after 3.6 units of a 5-unit insulin bolus were delivered. The patients¿ blood glucose level was 249mg/dl and dropped to 109mg/dl after the event. The customer did not require any medical intervention related to this event.

Manufacturer narrative:
Correction: updated h3 to yes.